Event description:
The iab was in use for 48 hrs when it appeared that the balloon was leaking. The pump alarmed and blood was noted in the tubing. The iab was removed and there were no pt complications.